Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead were explanted due to noise on the rate/sense electrogram. Guidant's sales representative reported a concern that this may be related to seal plug issues. During the replacement, the physician had difficulty turning out one of the setscrews. It is reported that the lead is fractured. The device and lead will be sent back for analysis.